Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. This event was reported to have occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.